Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "ruptured and got all in the breast tissue", "had all kinds of issues" and "literally had to scrape all of the tissue out." Events have been captured as rupture. Device has been explanted.